Manufacturer narrative:
The site reported the patient experienced a new pe, lower extremity dvt. Per the principle investigator (treating physician) the event was not related to interventional procedure, ekos system, thrombolytic drug and unknown to anticoagulant drug. However, the study safety monitor assessed the event as probably related to the interventional procedure but not to ekos system, thrombolytic or anticoagulant drug. No device malfunction was reported for either of the two devices used in the case. There were two devices with serial numbers (B)(4) used during the case. This MDR is for the first device with serial number (B)(4). MDR for the second device was submitted under MFR # 3001627457-2019-00034. No additional information will be available.

Event description:
On (B)(6) 2019, a clinical study sae was reported for subject (B)(6). The (B)(6)-year-old caucasian male is enrolled in (B)(6) study and was treated for a bilateral pe on (B)(6) 2019. The site documented the serious adverse event as a pe, lower extremity dvt on (B)(6) 2019. The patient had shortness of breath and was hospitalized. The event was assessed by the principal investigator as not related to interventional procedure, ekos system, or thrombolytic drug; and with an unknown relationship to anticoagulant drug. The event reportedly is ongoing. There were two devices used for the bilateral procedure and no devices malfunctions were reported. The event was reviewed by the study safety monitor using the svs guidelines. Per the safety monitor, the source documents indicate radiographic imaging suggestive of a fair amount of residual thrombus (which was known to be present at the end of the index procedure), but no clear evidence of new. This thrombus burden is decreased in volume compared to his pre-op CT scan. Based on the design and underlying purpose of the ekos system, she considered incomplete thrombus removal to be more of a procedure-related event than a catheter (device)-related event. The safety monitor assessed the event as probably related to the interventional procedure but not to ekos system, thrombolytic or anticoagulant drug.